Manufacturer narrative:
Error code displayed.

Event description:
The customer reported an error code was displayed. The system was displaying a 'rtfl' error on display after pressing x-ray buttong. No pt injury was reported.